Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate pressure more than -0.5psi. The customer requested a quote for the 2000 hours service and a loaner. Per follow up information received on (B)(6)2022 there was no patient involvement reported. A quote has been sent to customer and they would determine if they would send device in for service. Per sample evaluation results received on 16aug2022, it was confirmed that during decontamination the unit would not autofill unless the circulation pump was first primed. The root cause was determined to be a failed circulation pump. There was physical damage to the front of the I/o circuit card. The damage did not appear to affect the operation of the I/o circuit card during testing. Pt1 (patient temperature measurement) connection on the isolation circuit card had been pushed through the front of the card damaging the solder connections to the circuit card. The hot and return connection on the fourth element of the heater was found during decontamination to be shorted to chassis causing breaker resets. The heater was removed from the electronics to complete all testing. Per sample evaluation results received on (B)(6)2023 , it was reported that there was physical damage to the front of the input output circuit card. It was stated that the circulation pump motor had seized bearings found during servicing. A test mixing pump was installed in decontamination to allow device to cool. It was also stated that the double bend tube and chiller evaporator tube were found expanded during servicing. It was noted that replaced the double bend tube and the chiller evaporator outlet tube, isolation circuit card and circulation pump motor. It was also noted that input output circuit card was replaced preventatively.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate pressure more than -0.5psi. The customer requested a quote for the 2000 hours service and a loaner. Per follow up information received on 29jul2022, there was no patient involvement reported. A quote has been sent to customer and they would determine if they would send device in for service. Per sample evaluation results received on 16aug2022, it was confirmed that during decontamination the unit would not autofill unless the circulation pump was first primed. The root cause was determined to be a failed circulation pump. There was physical damage to the front of the I/o circuit card. The damage did not appear to affect the operation of the I/o circuit card during testing. Pt1 (patient temperature measurement) connection on the isolation circuit card had been pushed through the front of the card damaging the solder connections to the circuit card. The hot and return connection on the fourth element of the heater was found during decontamination to be shorted to chassis causing breaker resets. The heater was removed from the electronics to complete all testing. Per sample evaluation results received on 01feb2023, it was reported that there was physical damage to the front of the input output circuit card. It was stated that the circulation pump motor had seized bearings found during servicing. A test mixing pump was installed in decontamination to allow device to cool. It was also stated that the double bend tube and chiller evaporator tube were found expanded during servicing. It was noted that replaced the double bend tube and the chiller evaporator outlet tube, isolation circuit card and circulation pump motor. It was also noted that input output circuit card was replaced preventatively.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.